Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported right side rupture. The device has explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿ confirmed via ultrasound. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture. The device has explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, crystalline in the gel and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.